Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited lg-bundle of the video cable section is broken. There was no patient involvement.

Manufacturer narrative:
As noted in section b5, inspection found the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.